Event description:
The operator of a dimension exl with lm instrument calibrated the troponin assay on the instrument with the troponin calibrator intended for use on a dimension rxl max instrument. The level 1 and level 3 quality controls (qc) resulted low, and the level 1 qc was always outside of laboratory range. Eighteen patient samples were run and the results were reported to the physician(s). The samples were rerun on an alternate instrument and resulted the same as the initial results. The rerun results were not reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer informed the tsc specialist that troponin calibrator for the dimension exl with lm instrument would be ordered. The cause of eighteen troponin samples being run on a dimension exl with lm instrument that was incorrectly calibrated using the troponin calibrator for a dimension rxl max instrument is user error. The instrument is performing according to specifications. No further evaluation of this device is required.